Event description:
It was reported that (1) device was used during an appendectomy. It was reported by the rep that the surgeon attempted to use the tlc75 instrument with the cartridge provided with the instrument and the instrument would not fire. A 2nd cartridge was opened, and again the instrument would not fire. A 2nd instrument was opened and used to complete the case. Both the cartridges were thrown away and are not available. There was no consequence to the pt.